Manufacturer narrative:
(B)(4). The reported complaint for "he loss 2 alarms" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "possible he loss 2 every 30 seconds". Additional information states the iab catheter was removed and replaced to continue therapy. No patient injury or consequece reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "possible he loss 2 every 30 seconds". Additional information states the iab catheter was removed and replaced to continue therapy. No patient injury or consequece reported. The patient's current condition is reported as "fine".